Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficult to insert the guide wire was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reported information and returned device analysis a conclusive cause could not be determined for the reported difficulties. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, additional information was received:right common femoral arteriotomy closure was attempted after a transcatheter aortic valve implantation (tavi) using a 14fr sheath. Hemostasis was achieved using another prostar xl device. The physician is reportedly trained in the use of the prostar xl device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an unspecified artery closure was attempted after an interventional procedure using a prostar xl device. Reportedly, when the 0.35 guide wire was put into the distal part of the device and outside of the patient, the guide wire fits well. However, when the device is inside the patient and the guide wire is advanced, friction is felt and sometimes it is difficult to advance the guide wire. It is unknown how hemostasis was achieved. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. It is unknown if the physician is trained in the use of the prostar xl device. No additional information was provided.